Event description:
It was reported that the patient presented in the clinic. Upon device interrogation, the right ventricular (rv) lead exhibited loss of capture. Fluoroscopy confirmed the rv had dislodged. The physician explanted and replaced the rv lead. The patient was stable throughout.